Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service 088 alarm issue with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: a review of the black box revealed several ¿call service (cs) 088¿ alarms. The returned battery cap and cartridge cap were used to complete the investigation. The pump alarmed with a ¿cs088¿ alarm during a 24 hour duration test. The pump¿s cover was removed; there was moisture and corrosion found inside the pump on the pcb component. The reported ¿cs088¿ alarm was caused by moisture found on a pcb component. Unrelated to the complaint, the battery compartment was found to be cracked from the threads down to the case seal on the side. Moisture and corrosion was also observed in the battery compartment. The battery compartment was also found to be leaking during a leak test.